Manufacturer narrative:
Testing was performed at alere (B)(4), retained kit lot 094540 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 094540 were reviewed. This lot met the required release specifications. A review of the complaints reported (B)(6) or unconfirmed (B)(6) related to lot number 094540 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported a (B)(6) (venous whole blood) ab result using the alere determine hiv 1/2 ag/ab combo. Subsequent confirmatory testing demonstrated (B)(6) results. Test results were obtained from a patient in active labor, week (B)(6). The customer reported that a c-section was performed after the alere determine hiv 1/2 ag/ab combo result and prior to receiving the confirmatory testing results.